Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? What purse-string technique was utilized? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was type of leak test was performed? Was the staple line visualized endoscopically? Were there any issues noted with staple formation? If so, please describe the shape and location. Can you please clarify if the donuts were believed to have torn upon removal for inspection? Can further description of the donuts be provided? Was the colostomy planned or performed due to an alleged deficiency with the device? Please explain. What is the current status of the patient? Was the device saved? If so, will it be returned for evaluation?

Event description:
It was reported that during a hemicolectomy, powered circular stapler created incomplete donuts. Donuts may have torn upon removal from device. Performed leak test intra-operatively and passed. Surgeon said he then diverted to create temporary colostomy to ensure anastomoses heals. The surgery was delayed 30 minutes due to the reported event. Patient has colostomy bag temporarily.